Event description:
It was reported that during testing conducted at the manufacturer facility, the device caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The printed circuit board (flex assembly) within the motor was found to be damaged, which is a probable cause of the bias current error.